Event description:
It was reported that the guide wire was not smooth and there were abnormal bulges on it. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regn0444 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire was not smooth and there were abnormal bulges on it. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.